Event description:
It was reported that the right atrial (ra) lead exhibited failure to sense due to lead fracture. The lead was capped and replaced. The patient¿s condition was stable. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).